Event description:
Started wearing invisalign braces in (B)(6) 2013, within 3 months was having face swelling, tongue swelling, eyes swelling and blisters. Hives sent me to ER on (B)(6), 2014. I am told I have severe allergic reaction. I have had problems since then. I also found info on line that others also having severe allergic reactions. My dentist did return my money (I thought invisalign had in my previous report. I now have latex allergy. Invisalign claims to have no latex in product but my doctor disagree. I never have had allergic reactions before invisalign nightmare. I found a (B)(6) dentist on line that claims there is latex in invisalign braces. I hope you look into this as many of us are still suffering years later. Thank you. (B)(6).